Event description:
It was reported that the pump was not logging data despite being in use. There was no impact to the customer's blood glucose levels. Reportedly, the customer reverted to alternate pump for insulin therapy.